Event description:
Information was received that during use of this smiths medical medfusion 4000 pump, the pump exhibited primary audible alarm and shut down during infusion. No patient injury reported.

Manufacturer narrative:
Other text: h10 ? Device evaluation results: one medfusion was returned for investigation in used condition. The customer reported product problem (pump exhibiting a primary audible alarm and then shutting down during infusion) was confirmed during functional testing. A review of the event history log (ehl) evidenced the following: improper shutdown, a pump motor drive phase b post, and a pump motor drive off post. The customer reported product problem was occurring because the power cuts off when extending the plunger head. The plunger cable was no longer operating properly which was causing an electrical short. The root cause of this fault was undetermined. The plunger cable was replaced, and the pump underwent standard preventative maintenance. The pump passed all the functional tests after these actions were taken.